Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited large fluctuations in pacing impedance measurements. Large drops in pacing impedances measurements have remained within range at this time. Engineering advised this is consistent with an integrated circuit anomaly. Additional information from the field representative provided the patient has been scheduled for a pacemaker and rv lead replacement procedure. Subsequently, this rv lead was explanted. The field representative provided the helix would not retract. Another rv lead was implanted to complete this procedure. This rv lead has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited large fluctuations in pacing impedance measurements. Large drops in pacing impedances measurements have remained within range at this time. Engineering advised this is consistent with an integrated circuit anomaly. Additional information from the field representative provided the patient has been scheduled for a pacemaker and rv lead replacement procedure. Subsequently, this rv lead was explanted. The field representative provided the helix would not retract. Another rv lead was implanted to complete this procedure. This rv has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. In addition, visual inspection showed extensive corrosion. Evidence indicates that the anomaly with the accolade's custom ic component resulted in a constant current being delivered from the device to this lead. This constant current caused this lead's conductor coil to become corroded. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.